Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 6 events were reported for this quarter. Product return status 1 device was not available for evaluation. 5 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 1 device: no findings available / part/component/sub-assembly term not applicable 5 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 1 device: product not received 5 devices: product disposition is not yet determined additional information 6 devices were labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 6 events for the failure: difficult to open or close. - 6 events had no health consequences or impact.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99432. Supplemental rationale. Corrected data: b5, h6, h11. 6 previously reported events were included in this follow-up record. Product return status. 6 devices were not available for evaluation. Evaluation findings (results/components). 6 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition. 6 devices: product not received.